Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to allergic reaction. #31 implant exfoliated, on x-ray implant appeared to be eliciting a reaction and bone was resorbing. Removal of granulation tissue and sequestrum from site. Will follow up with x-ray. Symptoms as a result of the event: pain and edema.